Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had been trying to charge the implant in the last couple of days but were unable to charge. The ins had last been charged in (B)(6) 2016. They forgot to charge the implant because they had a lot going on. The patient had a lump in the breast and surgery in (B)(6) 2016. They then had glaucoma and had been recuperating from that. The patient told their hcp that they did not want a rechargeable device next time so that they did not have to recharge. The patient tried repositioning the antenna but got the poor communication screen on the patient programmer. The patient programmer and recharger would not communicate. The device was overdischarged. The patient then reported on 2016-06-21 that the first time they saw the manufacturer representative they got their stimulation charging. They went to the manufacturer representative yesterday to get it jump started and because the patient programmer was not working. The manufacturer representative discovered that their stimulator had exhausted its time limit and needed to be replaced. The patient had questions regarding if the leads were checked during the replacement and the length of the procedure. The patient was redirected to their health care professional (hcp).

Event description:
Additional information received from the consumer reported the previous implantable neurostimulator (ins) was replaced, but they weren't sure if it was due to normal battery depletion or not because the ins had been dead for like three months. At that particular time the consumer hadn't charged the device, due to unrelated health issues. The consumer thought it was her fault the implant died, but couldn't remember if it was one or two months where the implant wasn't recharged, but at that point they couldn't get the implant to charge so the manufacturer's representative (rep) came out, but they were unable to get the implant to work and the end of service (eos) message was seen, and the implant was dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.